Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 15950820.

Event description:
It was reported that the patient was not feeling the stimulation in the correct area despite reprogramming done. The patient felt the stimulation in the arm and was getting pressure in the head. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to the hospital policy.